Event description:
It was reported that, the patient with the pacemaker system exhibited a syncopal episode with asystole and bradycardia. Upon review, on the emergency room (ER) the physician manipulated the pacemaker pocket and was able to induce heart rate at 30 bpm. The pacemaker was sending out paced beats but not capturing was noted. A spring contact issue was suspected. Additionally, the patient exhibited occasional spikes of impedance greater than 900 ohms on this right ventricular (rv) lead and false positives pacemaker mediated tachycardia (pmt) were also noted due to sinus rate. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).